Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Four possible batch numbers are reported as follows: batch ah9357, expiration date: 03/31/2022, date of mfg.04/27/2017; batch ak7877, expiration date: 05/31/2023, date of mfg.06/16/2018; batch al0370, expiration date: 07/31/2023, date of mfg. 08/14/2018; batch al2434, expiration date: 09/30/2023, date of mfg.10/02/2018. The device history records for the possible batch numbers were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are the photos provided of two separate patients? If yes, please create an additional complaint to capture the second patient. Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide a complaint file number. For each patient event, please provide: patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Patient history of allergies? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event does the surgeon allege there was any deficiency with the device? If yes, why? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. A granuloma appeared in the patient and the surgeon had to reopen and remove the suture. Additional information was requested.